Manufacturer narrative:
B5, d4 has been updated. Imf code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that additional surgery date: (B)(6) 2024 hospitalization start date: (B)(6) 2024 hospitalization end date: (B)(6) 2024.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that patient outcome: recovered/resolved with sequelae.

Manufacturer narrative:
D.6a. Implanted date is corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: product identifiers are unknown. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) who underwent spinal therapy. Clinical study name ailliance. It was reported that post surgery the screw has been dislodged. Revision surgery has been scheduled for the replacement of implant. The reported event is related to procedure and not related to device. Investigator and sponsor assessed that the reported event is causal related (index surgery) to procedure and device. There were no further complications reported regarding the event. Patient outcome: not recovered/ not resolved additional information was received via manufacturer representative that ae diagnostic test (x-ray) completed for this event. Test date: (B)(6) 2024 test result: eos imaging with vea alignment technology (whole body) has been taken and reviewed. Pelvic screw fixation has dislodged on the left impression: hardware dislodged at s2 ai screw on the left.